Event description:
On (B) (6) 2009, the patient was implanted with three gore tag thoracic endoprostheses to treat three inflammatory aneurysms from the distal aortic arch to the celiac artery. Several weeks later (date unk), the patient underwent a procedure using a talent stent graft to treat the distal part of the untreated aortic aneurysm. The inflammation of the aorta persisted. It is unknown, what kind of treatment for the inflammation was performed. On (B) (6) 2010, the patient expired due to the ruptured aortic aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional information was requested and is being provided. Also were implanted and used in the procedure: (B) (4).